Event description:
It was reported that the guide rod broke when trying to unscrew. There was no patient impact. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified the instrument with a fractured tip. No further evaluation can be made from the picture provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined the complaint is confirmed based on the photo of the fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.